Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose (value not provided) while using the infusion sets despite bolusing through the infusion device. On (B)(6) 2011, the pt rec'd stationary treatment in the hospital due to elevated blood glucose. He attempted to lower his blood glucose by changing the accessories and bolusing with no success. No further info is available. The infusion set was requested to be returned for eval.